Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test due to motor error alarms. Unable to confirm a35 alarm due to motor error alarm. Pump passed all operating currents tested within the specification range and passed off no power test. No failed battery test noted. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a motion sensor test failure alarm which caused insulin pump to reset. Customer then received a motor error alarm and failed battery test alarm after attempting to reset insulin pump. Customer's blood glucose was 7.5 mmol/l. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed seven motor error alarms within the last month and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.